Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight). Further information was requested but not received.

Event description:
It was reported patient experienced ineffective therapy as the impedances were high in many contacts. As such surgical intervention took place and it was found that the lead was fractured and therefore was replaced, and effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.